Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. The motor assembly was found with traces of moisture. Unable to verify operational currents or perform self test, unexpected restart error test, basic occlusion test, displacement test, prime/compromised force sensor system test, excessive no delivery test, occlusion test or dat test due to blank display anomaly. Unit received with partially broken off piece at the reservoir tube lip.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and moisture damage on the insulin pump. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual injections. Customer was picked up via ambulance and taken to the christ hospital on (B)(6) 2018 at 3:35 am. Customer advised they dropped their insulin pump inside the water which resulted in the high blood glucose levels and hospitalization. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.